Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. The customer reloaded the cartridge and successfully resumed insulin therapy. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the customer was able to successfully fill the existing cartridge with the original needle. The customer's blood glucose level was 185 mg/dl.